Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.